Event description:
It was reported that there was a tip broken.

Manufacturer narrative:
The associated complaint device was not returned for evaluation. Without the return of the actual product involved and no batch information available, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. Should additional information be received, the complaint will be reopened. Credit cannot be issued for the device.